Manufacturer narrative:
Details of complaint: the customer reported that the unit had a fan error so they cleaned the unit out and everything seemed to have been working; however, the unit is no longer booting up. According to the customer, they can not get the unit to boot up at all. The customer will send in the unit for evaluation/repaired. There was no patient injury reported. Investigation summary: the complaint unit was returned and was evaluated. The nk repair center was able to observe the reported issue. Evaluation of the device identified that there was a lot of dust inside the device. There was also noise observed coming from the fan. The nk repair center replaced the fan and the hdd of the device. After these parts were replaced, the issue was resolved. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patiens were affected by this as were were able to put them on a bedside monitor. B6 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patiens were affected by this as were were able to put them on a bedside monitor. B7 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; no patiens were affected by this as were were able to put them on a bedside monitor. D10 attempt # 1: 05/01/2023 emailed the customer via microsoft outlook for device information: no reply was received. Attempt # 2: 05/08/2023 emailed the customer via microsoft outlook for device information: the customer replied by stating; no patiens were affected by this as were were able to put them on a bedside monitor. Manufacturer references (B)(4) follow up 001.

Event description:
The customer reported that the unit had a fan error so they cleaned the unit out and everything seemed to have been working; however, the unit is no longer booting up. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the unit had a fan error so they cleaned the unit out and everything seemed to have been working, however, the unit is no longer booting up. According to the customer, they can not get the unit to boot up at all. The customer will send in the unit for evaluation/repaired. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a: attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information, no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information, the customer replied by stating: no patiens were affected by this as were able to put them on a bedside monitor. B6: attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information, no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information, the customer replied by stating, no patiens were affected by this as were able to put them on a bedside monitor. B7: attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for patient information, no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating, no patiens were affected by this as were able to put them on a bedside monitor. D10: attempt # 1: (B)(6) 2023 emailed the customer via microsoft outlook for device information, no reply was received. Attempt # 2: (B)(6) 2023 emailed the customer via microsoft outlook for device information: the customer replied by stating, no patiens were affected by this as were able to put them on a bedside monitor.

Event description:
The customer reported that the unit had a fan error so they cleaned the unit out and everything seemed to have been working, however, the unit is no longer booting up. There was no patient injury reported.